Event description:
Angioplasty balloon ruptured that was used on the pt's left side, upon removal of the defective balloon, the balloon severed, leaving the damaged piece inside the patient. During the angioplasty on the pt's right side, a second angioplasty balloon ruptured with the same results as the right side. When dr was trying to remove the second damaged balloon, that balloon also ruptured, again leaving the damaged piece inside the pt. Dr then had to take the pt to surgery in order to remove the defective items.